Event description:
Per the clinic, the patient developed an infection at the implant site, exposing the receiver/stimulator. The patient was treated with oral antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2022. Re-implantation is planned but had not taken place at the time of this report.